Manufacturer narrative:
One image was provided to medtronic for review, as well as a mpxr questionnaire. The patient¿s executive summary was not provided for anatomical review. It was reported that the evolut bioprosthesis failed after 6 years and 2 months following the implant due to severe central aortic regurgitation. A non-medtronic valve was implanted, as stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut pro bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-ofround configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Update h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years 2 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to hemodynamic instability and required intubation. Subsequently, severe central aortic regurgitation was observed. A new transcatheter valve was implanted valve-in-valve. The severity of the regurgitation improved to trace. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.